Event description:
It was reported that the patient was in surgery for an unknown reason. It was noted that a magnet was not placed over the device for the procedure and that the decision was made to program tachy therapies off due to the patients condition. The patient went into vf during the surgery. The device delivered one shock. Further charges were aborted due to possible hv output circuit damage. After the first shock, low, out of range hv impedance was observed. The patient expired and was not resuscitated due to a do not resuscitate (dnr) order. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.